Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1003 - vantage ide study, patient site ID: (B)(6) - ((B)(4)). It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. Prior to the delivery system entering the patient, the left common femoral artery was perforated by a 6f sheath. The artery was ballooned. The bleeding was controlled with a 9mm balloon inflated in the left external iliac artery via right femoral artery. A 15f introducer sheath was used. A pre-implant balloon valvuloplasty was performed with a 20mm balton valver balloon, and the patient had a third degree atrioventricular heart block. A pacing wire was placed in the right ventricle via right femoral vein. The valve was implanted into the aortic annulus. A post-implant balloon valvuloplasty was performed with a 23mm balton valver balloon and a 25mm balton valver balloon due to severe perivalvular leak. The distance from the non-coronary cusp (ncc) to the ventricular end of the frame was 5mm. On (B)(6) 2023, a CT brain scan showed no abnormality detected. On (B)(6) 2023, a MRI brain scan showed a subacute infarction, and the national institute of health stroke scale (nihss) score was 6. The patient had right sided weakness and diplopia. On (B)(6) 2023, a permanent pacemaker was implanted, and new atrial fibrillation was observed on electrocardiogram (ECG) post permanent pacemaker implant. On (B)(6) 2023, medication was administered. The patient was discharged to a rehabilitation facility.

Manufacturer narrative:
An event of vascular perforation , third degree atrioventricular heart block, severe perivalvular leak, subacute infarction and permanent pacemaker implantation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(6) - vantage ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. Prior to the delivery system entering the patient, the left common femoral artery was perforated by a non-abbott 6f sheath. The artery was ballooned. The bleeding was controlled with a 9mm balloon inflated in the left external iliac artery via right femoral artery. A 15f introducer sheath was used. A pre-implant balloon valvuloplasty was performed with a 20mm balton valver balloon, and the patient had a third degree atrioventricular heart block. A pacing wire was placed in the right ventricle via right femoral vein. The valve was implanted into the aortic annulus. A post-implant balloon valvuloplasty was performed with a 23mm balton valver balloon and a 25mm balton valver balloon due to severe perivalvular leak. The distance from the non-coronary cusp (ncc) to the ventricular end of the frame was 5mm. On (B)(6) 2023, a CT brain scan showed no abnormality detected. On 02 april 2023, a MRI brain scan showed a subacute infarction, and the national institute of health stroke scale (nihss) score was 6. The patient had right sided weakness and diplopia. The patient also experienced ventricular standstill and was administered IV isoprenaline. The cause of the ventricular standstill was unknown. On (B)(6) 2023, a permanent pacemaker was implanted, and new atrial fibrillation was observed on electrocardiogram (ECG) post permanent pacemaker implant. On (B)(6) 2023, medication was administered. The patient was discharged to a rehabilitation facility.